Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving compounded baclofen 200.0 mcg/ml 103.20 mcg/day and fentanyl 3,000.0 mcg/ml 1,548.0 mcg/day via an implantable pump. Indication for use was failed back surgery syndrome and non-malignant pain. The date of the event was approximately (B)(6) 2016. It was reported the patient's pain was not relieved. The patient had a stimulator removed a few months ago and has not received pain relief since then. A dye study was performed (date unknown). An x-ray revealed the catheter migrated. Surgical intervention occurred and the catheter was replaced. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.